Manufacturer narrative:
(B)(4). Visual inspection: the device showed no signs of misuse/abuse/neglect. No significant amount of lint built up on fan or cooling ports. The unit was gently rotated and then lightly shaken, nothing loose noted. Functional inspection: the device passed the initial power connect test, and the power-on self-test with no issues. The neptune displayed the correct temperatures and properly alarmed in the high temperature scenario. Functional testing did not reveal any operational anomalies. A device history record investigation did not show issues related to complaint. A record assessment (fmea) was conducted and no changes required. The complaint cannot be confirmed. No corrective/preventative actions will be assigned.

Event description:
Customer complaint alleges "light/alarm will not shut off". The alleged defect was reported being detected prior to use. Report indicates no patient involvement.